Manufacturer narrative:
Apoc incident #(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
Hold for th 4.19it was reported while using bd ultra-fine¿ insulin syringe 0.5ml 31g x 8mm there were scale marking issues. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: I would like to report that my package of syringes arrived defective, since I had two syringes without the unit indicator. Presentation of the product 0.5ml,

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.